Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient reported that she has swelling in her legs and ankles. Patient stated that the issues were present before starting the verify trial, and that the swelling was going down. Patient stated that her hcp has given her antibiotics and "lasik". Patient reported about a week later that she called her doctor's office on the day of this call (B)(6) 2016 because she has a slight fever @ 98.9 for uti and was waiting for the doctor¿s office to call back for more antibiotics.